Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebw1470 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they had an aspira catheter where the ingrowth cuff separated from the catheter during placement. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached cuff was confirmed and the damage appeared to be use related. One aspira drainage catheter was returned for investigation. The cuff was received separate from the catheter. Residue from use was observed throughout the cuff fibers. A microscopic examination revealed that adhesive remained attached to the catheter where the cuff was positioned. Impressions of the cuff fibers were visible in the adhesive that remained on the catheter. A breach in the circumferential direction was observed in the tubing where the cuff was attached. The adjoining surfaces of the breach revealed a striated surface, which is indicative of sharp instrument damage. A tactual investigation revealed slight elastic weakness in the damaged area of the drainage catheter. It was reported that the cuff detached during placement. A combination of tensile stress and sharp instrument damage may have caused the cuff to detach. The product IFU states, ¿during placement: do not allow the device to contact sharp instruments. Mechanical damage may occur. Use only smooth edged atraumatic clamps or forceps.¿ a lot history review (lhr) of rebw1470 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they had an aspira catheter where the ingrowth cuff separated from the catheter during placement. No patient injury reported.